Event description:
While giving amp bicarb ivp thru a norm saline, drip wide open, malfunction with IV tubing which broke away at site that fits in pump. IV tube was not on a pump at time of incident.